Manufacturer narrative:
The complaint instrument was not returned for a technical investigation. Therefore, no technical investigation on the subject could be performed. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Further, the expanded stent outer diameter is verified in the compliance test of a defined amount of samples which is tested from every lot. Review of the angiographic material showed the unsuccessful attempt to cross the implanted stent over the bifurcation towards the 1st diagonal branch and the final treatment with different balloons. In one still image, it is visible that the complaint stent is deformed and compressed at its proximal end. The quality of the image does not allow to confirm or to deny the presence of a stent migration. The actual complaint event (i.e. The stent migration) has not been recorded. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
During a bifurcation pci, two stents were implanted (diagonal os :orsiro mission 2.5x15/mlad: orsiro mission 2.75x18) inside the target lesion. During the attempt to conduct a post-dilatation the balloon could not pass the lesion and it was noticed that the orsiro mission stent (2.5/15) migrated distal. Eventually it was fixed to the vessel wall and another stent was used to finish the procedure.